Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements as high as 139 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The rv pace impedance was noted to be 479 ohms for the past six months, which is within normal specification limits. Boston scientific technical services (ts) discussed with the boston scientific representative that they should also check with the manufacturer of the rv lead for recommendations and explained that the best troubleshooting test to perform is a commanded shock test. The representative described more rapidly rising shock impedances observed in the device data history so a lead integrity issue cannot be ruled out. Nine days later the ICD device was explanted, and the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements as high as 139 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The rv pace impedance was noted to be 479 ohms for the past six months, which is within normal specification limits. Boston scientific technical services (ts) discussed with the boston scientific representative that they should also check with the manufacturer of the rv lead for recommendations and explained that the best troubleshooting test to perform is a commanded shock test. The representative described more rapidly rising shock impedances observed in the device data history so a lead integrity issue cannot be ruled out. Nine days later the ICD device was explanted, and the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.